Manufacturer narrative:
According to serial number of laser head, this laser head has a c-ring sealing inside the laser head. The root cause is the leakage of the c-ring sealing inside laserhead. The supplier has improved the sealings and implemented o-ring sealings. The root cause is the leakage of the c-ring inside laserhead. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. At the visit on the site, the field service engineer (fse) recognized that there was a very small gas leak inside the laserhead which was detected by the pressure sensors. However, this gas leak inside the laserhead was inside the ranges specified by the manufacturer so the product was found to be within specifications. The fse replaced the laser head in a preventive manner and successfully completed system verification to specification per service and installation record (sir). The root cause could not be determined conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a gas leak detected by the pressure sensors although the pressure remained in acceptable ranges. Preventative maintenance was completed. There was no harm to patients. Additional information requested.